Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had to rewind more than once during priming and insulin pump had getting alarm to restart. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device passed the displacement test and rewind. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected reset alarm anomalies noted. (B)(4).